Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of no display or display failure is confirmed. The unit displays a dark ultrasound image. The root cause of the reported failure was identified as due to an internal failure within the beamformer. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as internal failure within the beamformer. (Reference: MDR number 3006260740-2021-04470).

Event description:
Can change brightness on prevue+ but not able to see anything as the screen remains black. Was previously sent in for repair due to display issues as well. (B)(6) 2021: evaluation found device to show a dark ultrasound image due to a failure in the beamformer.